Event description:
It was reported that an atrial lead warning was triggered and noted at a post-operative device interrogation. It was further reported that the lead trend data was within normal ranges. Further information was unable to be obtained. The atrial lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.